Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer's mother stated they treated their son's high blood glucose reading with a bolus. Had issues with the infusion sets. The customer's mother stated they changed 5 different infusion sets. Customer's mother reported event was resolved by changing complete set. The troubleshooting determined possible cause might've been the set and the reservoir. The product was not returned for analysis.